Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery about 15 minutes after insulin delivery. The caller stated that he put the reservoir back on the customer's body, and the insulin pump started beeping and vibrating. The customer's blood glucose was 183 mg/dl. During troubleshooting, the customer's spouse stated that insulin did not exit with a 5.0 unit fixed prime. The caller was advised to disconnect and reconnect the reservoir and tubing, and insulin did exit with a manual prime. The customer was advised that the insulin pump was working as designed and that the alarm had been caused by an infusion set/reservoir occlusion. The caller stated that when the customer took a shower, the supplies may not have been connected correctly. The caller was assisted with the prime/rewind process for a new set on the insulin pump, stating that the customer had messed up about 5 or 6 reservoirs. The caller was advised that the three reservoirs would be replaced.